Manufacturer narrative:
Additional information provided in b.1., b.2., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicates that a faulty trocar resulted in increased time required to retrieve the foreign body, due to this issue, the surgeon had to enlarge the micro vitrectomy ports (mvf) to facilitate removal of the foreign body. Consequently, the incision size increased, and stitching the incision was required.

Event description:
A nurse reported that probe trocar blade was bent slightly during vitrectomy surgery. At the end, a section of the cannula splintered off and remained in the eye after the cannula was removed. The surgeon was able to safely remove this piece and was satisfied that, other than a short delay, the case was completed successfully. The procedure completion details were unknown. There was no patient impact. The procedure completion details were unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).